Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "significance of postoperative urine culture after transurethral urolithiasis removal". The literature reported the result of 303 patients of the ureterorenoscopic lithotripsy (ursl) procedure using olympus urf-p5 or urf-v or non olympus semi-rigid ureteroscope from october 2016 to august 2017. In the subject cases, febrile urinary tract infection occurred in 33 patients. There was no information of the device was used on those cases. Omsc will submit a medical device reports (MDR) depending on the event type.